Event description:
Boston scientific received information that this patient presented to emergency room with pre-syncopal conditions and an escape rate of 26 beats per minute. It was determined both the right atrial and right ventricular leads were fractured at the clavicle. A procedure was therefore performed to partially explant the ra and rv leads. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was partially explanted. No further information is available. This report will be updated if more information becomes available.